Event description:
It was reported that the inner aseptic packaging is opened on the corner bc before the surgery. One product was involved in the event. There was no patient involvement. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer. Therefore it could not be analyzed. The reported event could not be confirmed. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. The review of the sterilization certificate indicates that the products were sterilized according to the specification. No non conformity or deviation was observed which could be linked to the event described in the complaint. 9 similar complaints (including the current complaint) have been recorded for refobacin bone cement r 1x40g, reference 3003940001, batch a750cd0910 on the reported event within one year. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Unique identifier (UDI) # : (B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the inner aseptic packaging is opened on the corner bone cement before the surgery.